Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that she was hospitalized due to diabetic ketoacidosis (dka). Customer's blood glucose level at the time of the incident was 266 mg/dl. Customer reported symptoms related to their high blood glucose levels included vomiting. Customer reported that the insulin pump alarmed no delivery basal, bolus, and fixed prime. Customer was wearing the pump at the time of hospitalization. The insulin pump passed all functional testing and customer was advised that the alarm was caused by a connection issue. Product is not being returned or replaced.